Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly received results of around 200 mg/dl on his advantage system and 110 mg/dl on his physician's meter meter within 10 mins. No high blood symptoms reported. The discrepant results were obtained at the physician's office. No action taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Advantage system: advantage meter, comfort curve test strip lot number 549222, expiration date 10/31/2007.